Event description:
A customer reported via webform that the adc device detached prematurely. The customer was able to be contacted and as a result, the customer indicated they could not monitor glucose and experienced symptoms of hypoglycemia including tremors and dizziness. A glucose value of 52 mg/dl was obtained on an unspecified meter and customer was treated with apple juice and bread provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor adhesive was not returned, therefore adc is unable to further test the returned product. As submitted in the initial report for this issue, the dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely. The customer was able to be contacted and as a result, the customer indicated they could not monitor glucose and experienced symptoms of hypoglycemia including tremors and dizziness. A glucose value of 52 mg/dl was obtained on an unspecified meter and customer was treated with apple juice and bread provided by a third-party. There was no report of death or permanent injury associated with this event.